Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath (clear) - us was selected for use, when the device was inserted inside the patient and the operation was performed, the orange handle part was disconnected. Moreover, when the farawave was inserted within this device and a reverse blood flow was pulled out and air was tried to remove, air could be removed continuously, so there is a possibility that the valve was damaged. Therefore, the device was replaced with another lot of the device and the procedure was completed without any problem. No patient complications were reported. The device is expected to be returned.

Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath (clear) - us was selected for use, when the device was inserted inside the patient and the operation was performed, the orange handle part was disconnected. Moreover, when the farawave was inserted within this device and a reverse blood flow was pulled out and air was tried to remove, air could be removed continuously, so there is a possibility that the valve was damaged. Therefore, the device was replaced with another lot of the device and the procedure was completed without any problem. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. The sheath's steering knob was found to be firmly attached to the handle, and external and internal hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage.